Event description:
During a remote follow-up, episodes of myopotential oversensing were observed on the device. The event was reproduced during deep breathing exercises. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed to resolve the event, and the patient was in stable condition.